Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their cartridge and infusion set and another occlusion alarm announced. The customer's blood glucose (bg) level was 273mg/dl and the customer is going to deliver a correction bolus to address the bg level once the supplies are changed out. A pump system check was performed with the current supplies and the occlusion was found to be within the cartridge. The customer was to change out their cartridge in order to resolve the occlusion alarm.